Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in the average tortuous, extremely calcified and 90% stenotic proximal left anterior descending artery. The physician advanced the 2.5x15mm maverick2 balloon to the lesion and inflated it to 6atms on the first inflation. Then, the physician inflated it to 10atms for five seconds on the second inflation and it ruptured. There were no patient complications. The device was removed intact. The procedure was successfully completed with a non-bsc balloon and the deployment of a 3.0x18mm non-bsc stent. Pt status is reported as "good".